Manufacturer narrative:
The reported event is confirmed, supplier manufacturing related. The eagle inflation device and balloon dilation catheter were returned without the original packaging. An evaluation was completed by nicole bentley of atrion medical. Root cause analysis : the investigation revealed that the uv bond of the glue plug of the complaint device may not have been fully cured therefore atrion has confirmed this complaint. No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. A label/pack review is not required as the event is confirmed supplier manufacturing related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter balloon was unable to inflate during procedure, noticed that gauge is stuck at 4 tried to inject more contrast, however the meter area detached from the indeflator.

Event description:
It was reported that the foley catheter balloon was unable to inflate during procedure, noticed that gauge is stuck at 4 tried to inject more contrast, however the meter area detached from the indeflator.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.